Event description:
It was reported that approx 6 weeks post-op, the pt extruded the implant and brought it back to the dr. Per add'l info received on (B) (6) 2010: transobturator approach was used during placement. The pt extruded the entire implant (approx 6 cm) through the anterior vaginal wall on (B) (6) 2010. The pt experienced some vaginal bleeding as a result of the extrusion. It was reported that the pt is currently continent.

Manufacturer narrative:
No sample was returned for eval. A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. A review of the instructions for use has precautions for adverse events related to the event reported by the pt. The precautions state, "the usual precautions associated with urological procedures, specifically cystoscopy, should be followed. Postoperative retropubic bleeding may occur in some pts and must be controlled before pt release." In the adverse events section, the IFU also indicates: "potential complications associated with the proper implantation of the device may include, but are not limited to: postoperative hematoma, which may occur following implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site." (B) (4).